Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, resistance was encountered during the delivery of a stent (subject device) inside the microcatheter. The subject stent was retracted and attempted to redeliver but the resistance persisted. The subject stent was withdrawn and it was found to be broken. All the broken fragments were successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was partially deployed and was seen to be deformed. During functional testing, the stent was advanced through the sheath and friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The stent was not broken or fractured and therefore this as reported code will not be confirmed. The stent was seen to be partially deployed, deformed and the stent was unable to be transferred therefore the as reported stent difficult/unable to advance or pullback through catheter can be confirmed. The as reported events will be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, resistance was encountered during the delivery of a stent (subject device) inside the microcatheter. The subject stent was retracted and attempted to redeliver but the resistance persisted. The subject stent was withdrawn and it was found to be broken. All the broken fragments were successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.